Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level 854 mg/dl. The customer¿s other blood glucose level was 600 mg/dl at the time of incident. The customer went to hospital and he was admitted, he spent a night in hospital with an insulin drip. Customer had symptoms like nausea. Customer was admitted to emergency room. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer feel okay to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.